Manufacturer narrative:
(B)(4). The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device found that the catheter shaft was broken 7.2cm from the hub with 7cm of braid exposed. Further investigation confirmed that there was no peeling or missing coating, however, coating damage was evident distal to the breaks. The catheter breakage during removal from the dispenser coil is consistent with insufficient flush of the dispenser hoop during preparation. The labeling states: "before removing the microcatheter from the carrier tube, flush the carrier tube with heparinized saline to wet the hydrophilic segment of the microcatheter." Most likely force used in attempting to remove the microcatheter from the dispenser coil caused the catheter breakage and coating damage. Therefore, it was determined that user error contributed to the catheter breakage.

Event description:
Analysis of the returned device found that the catheter shaft was broken. There was no patient involvement.